Event description:
Healthcare professional (hcp) reported one incident of a hospitalized pt experiencing skin rash and hives after completion of dialysis on the psn 140 dialyzer. The pt was administered prednisone (po, dose unknown) and hydrocortisone cream (dose unknown). It was reported that the pt was new to dialysis in december 2003, having only used the psn dialyzer. The pt's previous treatments had been uneventful. For subsequent treatments, the pt used an alternate membrane without incident. It was further reported that physician is also suspecting ferrlecit and niacin as the cause of the skin rash and hives. These medications were also discontinued at the same time as the psn dialyzer and the pt's symptoms had resolved. It was further reported that the pt subsequently expired while being prepared for discharge from the hospital. Reportedly the death was due to a massive mi or a suspected aaa rupture due to the fact that the pt complained of severe lower back pain before pt expired.